Event description:
Boston scientific received information that this patient was undergoing a lead revision on the right ventricular (rv) lead when they elected to explant this previously abandoned lead. During the removal of this lead, the lead broke off just above the distal coil. At that time the physician elected to cap the remaining portion and remove what he could. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.